Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified left circumflex artery. A 7f 3.5 non-boston scientific (bsc) guide catheter was engaged, and a non-bsc guidewire successfully crossed the lesion. A 3.50 x 16mm promus premier drug-eluting stent (des) was selected for treatment. However, during the procedure, the shaft of the previously selected promus premier des was found to be broken. The device was simply removed, and the procedure was completed with another company device. No patient complications were reported.